Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin.net transmission revealed the right atrial lead exhibited noise. The asymptomatic patient presented in clinic. Noise could be reproduced by isometrics. On (B)(6) 2015, the lead was capped and replaced during a device upgrade procedure. The patient was doing well post procedure.